Event description:
It was reported that the log files for the patient were provided. The patient experienced a no external power alarm while connected to the power module. The patient then switched to batteries and continued to experience the same alarm. A system controller exchange was performed. The log files were reviewed and captured multiple low flow alarms post implant. In addition, the log file captured several no external power and power cable disconnect alarms on (B)(6) 2025. These both appeared to be the result of both system controller power leads being disconnected from power. There were no other unusual events seen in the log file. The device was operating as intended. The alarms had resolved following the system controller exchange. Both of the power cables were appropriately connected to a power source.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on 27aug2025 while connected to system controller (B)(6) was confirmed via the downloaded log files; however, the issue was not reproduced during testing. Log files indicate the white power cable disconnect alarm was observed at 7:46:32 and by 07:46:40 the black power cable is disconnected from the power module, triggering the no external power alarm. Another double power cable disconnect leading to a no external power alarm was observed at 7:47:33 when the black power cable was disconnected from external batteries. The no external power alarm remains active until the controller is shut down. No other notable alarms were observed in the log file. The system controller returned in unremarkable physical condition and no issues were produced during testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported no external power alarm was determined to be user error. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and no external power alarms. This section also states the actions to take if the issue does not resolve. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.